Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that atrial impedance fluctuations and noise was noted. Technical services reviewed the data and the readings were stable from 400 ohm range and spike to above 2000 ohms with a maximum of greater that 3000 ohms on (B)(6). Has multiple inappropriate atrial tachycardia response which appears to be a minute ventilation chop. On (B)(6) 2018 the lead was capped. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).